Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a history of non-ischemic cardiomyopathy. The patient was admitted to the hospital for an operation and the type of procedure was not known. A magnet was placed on the device during the procedure, they noticed a ventricular tachycardia (vt) on the ECG and the magnet was removed. Due to the lack of response from the s-ICD, basic life support/advance life support was started by the hospital staff. Multiple shocks and amiodarone were administered for 15 minutes. The patient was then transferred to intensive care unit where again a monomorphic vt was seen and treated with external defibrillation. The pacemaker technician reviewed the available data and indicated that there was suspected undersensing of vt and t-wave oversensing noise and wanted a second opinion. Additionally, the healthcare professional indicated that the patient had performed an exercise test with x-ECG and no aberration was seen. A defibrillation threshold testing involving a fine-meshed ventricular fibrillation was performed and was successfully terminated. Data was provided for review but has not been completed. No additional adverse patient effects were reported. This device and electrode remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a history of non-ischemic cardiomyopathy. The patient was admitted to the hospital for an operation and the type of procedure was not known. A magnet was placed on the device during the procedure, they noticed a ventricular tachycardia (vt) on the ECG and the magnet was removed. Due to the lack of response from the s-ICD, basic life support/advance life support was started by the hospital staff. Multiple shocks and amiodarone were administered for 15 minutes. The patient was then transferred to intensive care unit where again a monomorphic vt was seen and treated with external defibrillation. The pacemaker technician reviewed the available data and indicated that there was suspected undersensing of vt and t-wave oversensing noise and wanted a second opinion. Additionally, the healthcare professional indicated that the patient had performed an exercise test with x-ECG and no aberration was seen. A defibrillation threshold testing involving a fine-meshed ventricular fibrillation was performed and was successfully terminated. Data was provided for review but has not been completed. No additional adverse patient effects were reported. This device remains in-service.